Manufacturer narrative:
It was reported to abbott, a patient was schedule for removal of their drg ipg. The very slim patient was experiencing pain and discomfort at the ipg site related to the large size of patient. The ipg was explanted without complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.